Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Returned empty. The analysis results confirmed that the device was returned in good visual condition and with no staples present. No functional test was performed. Event described could not be confirmed as the device was received empty. No batch record review could be performed, as the lot number provided is an invalid number.

Event description:
It was reported that during an open gastrectomy procedure, the deployed staples were not proper b-formed. Another device was used to complete the case. There were no adverse consequences to the patient.